Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection and exhibited a hematoma, swollen and reddened pocket site with purulent drainage. Pocket cultures confirmed organism was gram (B)(6) with potential (B)(6). Antibiotic therapy was commenced. The pacemaker system was explanted with plans for future system replacement. The pocket site was revised and connected to a jackson-pratt drain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.